Event description:
It was reported that for a bilateral patient, the right hip was revised due to metallosis and elevated metal ion levels. Implanted 2007.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated metal ion levels. Implanted 2009.